Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020 in (B)(6) hospital affiliated (B)(6) university the jaw was found misaligned it could not close the clip lock during closing the vessel of the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2018 . Evaluation of the returned instrument shows that the tips are loose and slightly misaligned in the closed position and the flush port cap is broken off and missing. Further evaluation of this instrument shows that it is able to pick up, retain and close multiple clips both with and without silastic test tubing. We are able to validate this complaint since the jaws are slightly misaligned in the closed position. We are unable to determine what caused the tips of this device to be loose and misaligned but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that (B)(6)2020 in (B)(6) hospital affiliated fudan university the jaw was found misaligned it could not close the clip lock during closing the vessel of the patient.